Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per consumer the machine is not working properly. She stated it will turn on but it does not do anything else. Consumer was not able to finish the call. MDR filed.